Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case with a 29mm sapien 3 (s3) by transfemoral approach in aortic position. The patient had a big annular ring; therefore, it was decided to use a 29mm valve + 8cc, taking into consideration the maximum volume that a 29mm s3 can tolerate, as documented in the literature. During valve deployment, at almost full inflation (2cc to get all the volume of the +8cc), the commander delivery system balloon burst. Despite the balloon burst, the valve was well deployed and working well, and no complications on the patient's vital signs. However, it was decided to post dilatated for a better mean gradient (11mmhg). While removing the commander delivery system, the esheath kinked; therefore, the esheath and commander had to be removed together as a unit. A new 29mm commander delivery system was used to post dilate the valve. The procedure was successful with a mean gradient of 8mmhg and mild pvl. The patient was stable post procedure. As per medical opinion, the balloon burst due to calcification. This patient was high risk for surgery (20% fevi), which made him ineligible for surgical procedure. The physician preferred a s3 instead of a competitor valve because they read literature using s3 with a big annulus.

Manufacturer narrative:
Updated b5 and h6- device code

Event description:
As reported from our affiliates in mexico, this was a case with a 29mm sapien 3 (s3) by transfemoral approach in aortic position. The patient had a big annular ring; therefore, it was decided to use a 29mm valve + 8cc, taking into consideration the maximum volume that a 29mm s3 can tolerate, as documented in the literature. During valve deployment, at almost full inflation (2cc to get all the volume of the +8cc), the commander delivery system balloon burst. Despite the balloon burst, the valve was well deployed and working well, and no complications on the patient's vital signs. However, it was decided to post dilatated for a better mean gradient (11mmhg). While removing the commander delivery system, the esheath kinked; therefore, the esheath and commander had to be removed together as a unit. A new 29mm commander delivery system was used to post dilate the valve. The procedure was successful with a mean gradient of 8mmhg and mild pvl. The patient was stable post procedure. As per medical opinion, the balloon burst due to calcification. This patient was high risk for surgery (20% fevi), which made him ineligible for surgical procedure. The physician preferred a s3 instead of a competitor valve because they read literature using s3 with a big annulus. During pre-decontamination of the received device, a tear in the balloon was seen approximately 1cm in length at the proximal shoulder of the inflation balloon.

Manufacturer narrative:
Added h6 type of investigation and investigation findings corrected h6 component codes and investigation conclusions the 29mm commander delivery system was returned unlocked, in the packaging position with no fine adjust and 50% flex. The delivery system was fully inserted into esheath and with loader cap inserted over flex shaft. The device was visually inspected, and the following was observed: tear on proximal should of inflation balloon. Kink on delivery system flex shaft. Multiple kinks on sheath shaft. Liner bunching and slight delamination at distal end of sheath. 3mensio was provided by the field and the following was observed: calcification of aortic valve. Tortuosity of access vasculature. The complaints for balloon leak and withdrawal difficulty were confirmed based on visual inspection of the device. However, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A complaint history review on confirmed device complaints (returned and no product returned) from april 2021 - march 2022 for the commander delivery system (all models and sizes) revealed additional similar complaints for balloon leak and withdrawal difficulty. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. As reported, "during valve deployment, at almost full inflation (2cc to get all the volume of the +8cc), the commander delivery system balloon burst." It was observed in provided 3mensio of the patient that calcification was present on the native aortic valve. Calcific nodules can interact with the balloon and compromise the balloon structure during inflation, possibly contributing to the observed balloon leak during inflation. Additionally, it was reported that "the patient had a big annular ring, therefore a 29mm +8cc was chosen, taking into consideration the maximum volume that an s3 29mm can tolerate, documented in the literature." The prescribed nominal inflation volume is provided in the instructions for use. It is possible that overinflation of the balloon subjected the balloon to high enough pressure to cause the balloon to become damaged and result in the observed leak. A definite root cause was unable to be determined at this time. However, available information suggests patient (calcification) and/or procedural factors (over inflation of balloon) contributed to the reported event. As reported, "while removing the commander delivery system, the esheath kinked and therefore the esheath and commander had to be removed together as a unit." It was observed in provided 3mensio that tortuosity was present in the patient access vasculature. Tortuosity in the access vessel can create non-coaxial withdrawal angles, contributing to resistance when attempting to retrieve the delivery system. Additionally, kinks on the sheath were observed on the returned device. It is possible that excessive force was required withdrawing the sheath over the tortuous anatomy, causing the sheath to kink and further contribute to non-coaxial withdrawal angles, resulting in the reported withdrawal difficulty through sheath. A definite root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and/or procedural factors (non-coaxial withdrawal) contributed to the reported event.